Manufacturer narrative:
Product ID neu_screwdriver, lot# 082207412a, product type accessory; product ID neu_screwdriver, lot# 082207412a, product type accessory; product ID neu_screwdriver, product type accessory; product ID 924256, lot# 082207412a, product type accessory. (B)(4). Analysis of the three screwdriver accessories, lot #082207412a, found the tips twisted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while tightening the screws of a stimloc cap, one of the screws snapped. A pair of surgical pliers was used to remove the broken screw from the patient's skull. A new stimloc kit was used and the base ring was secured without issue. There was no patient injury and he fully recovered.